Event description:
It was reported that the catheter was inserted without difficulty, and functioned normally. At removal, resistance was encountered, and the catheter separated with the distal 1 1/2cm portion remaining in the pt. There is no plan to remove the separated portion at this time. There were no add'l pt complications.